Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, constant pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/ miscarriage/ unintended pregnancy/ still born/ unintended pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)/ miscarriage/ unintended pregnancy/ still born/ unintended pregnancy") in a 23-year-old female patient who had essure (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2008 and (B)(6) 2013), allergic rhinitis, adhd, fatigue, weakness, dizziness, numbness of upper extremities, paraesthesia hand, angina at rest, osteoarthritis, joint swelling, muscle weakness, tenderness muscle, pneumonia, constipation, fever and miscarriage in 2008. Previously administered products included for birth control: oral contraceptive nos from 2008 to 2011; for pain nos: tylenol; for an unreported indication: vicoden. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. Concurrent conditions included body mass index normal, uterine fibroids, infection nos, drug allergy, back pain, depression nos, arthritis, abdominal pain, frontal headache, anaemia from chronic blood loss, smoker (0.25 packs/day for 8 years cigarettes,) and alcohol use. Family history included seizures (maternal grandmother), hearing loss (mother), heart disease, unspecified (maternal grandmother, maternal cousin), blood pressure high (mother), high cholesterol (mother), diabetes (mother, maternal cousin), autism spectrum disorder (brother), bipolar disorder (brother), adhd (brother), cancer (maternal cousin) and rheumatoid arthritis (maternal cousin). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, 2 years 10 months after insertion and 1 day after removal of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("pain/stabbing pain in vagina/ constant severe vaginal pain"). In (B)(6) 2013, the patient experienced menorrhagia ("persistent increased menstrual flow, abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy and left oophorectomy on (B)(6) 2016) and surgery (dnc). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vulvovaginal pain and dysfunctional uterine bleeding outcome was unknown and the dyspareunia had resolved. The pregnancy outcome was reported as stillbirth. The reporter considered abortion spontaneous, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram on (B)(6) 2013: satisfactory placement and tubal occlusion. Ultrasound pelvis on (B)(6) 2016: uterine fibroids. On (B)(6) 2013, hysterosalpingogram showed linear densities seen within both adnexa consistent with tubal ligation devices. After the administration of contrast in the major cavity was normal. The fallopian tubes do not opacify and there was no spillage into the peritoneum. Total bilateral occlusion. Satisfactory placement and tubal occlusion. On (B)(6) 2016, pathology report showed the cervix (4.4 x 3 cm) is tan-pink with a rim of vaginal mucosa extending from 9 o'clock toward 12 o'clock. The 0.8 cm patent os leads into a 3 cm long endo cervical canal. The endometrial cavity (4.5 cm long x 3 cm at the fundus) has glistening tan-red endometrium that is 0.3 cm thick overlying a 2.3 cm thick tan-pink smooth myometrium. There is a single cyst within the myometrium that is 0.2 cm in greatest dimension (block 5). Embedded within each cornua at the insertion of the fallopian tubes are bilateral metal coils consistent with contraception; the left coil extends into 0.5 cm of the upper left endometrial cavity while the right coil is without gross communication to the endometrial cavity. Fibroids are absent. The right fallopian tube is pink-purple and unremarkable. The left fallopian tube is pink-purple with 2 paratubal cysts at the distal end, 0.8 and 1 cm in greatest dimensions. The separately received ovary has multiple semi translucent cystic bulging areas around the surface and otherwise tan-pink with normal indentations. Twenty-five percent of the cut surface is occupied by a smooth simple cyst filled with clear fluid and ranging in size from 0.7 cm. There are 2 places with hemorrhagic discoloration up to 0.5 cm. The remainder of the cut surface is unremarkable. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming vaginal haemorrhage), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, constant pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/ miscarriage/ unintended pregnancy/ still born/ unintended pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)/ miscarriage/ unintended pregnancy/ still born/ unintended pregnancy") in a (B)(6) year-old female patient who had essure (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2008 and (B)(6) 2013), allergic rhinitis, adhd, fatigue, weakness, dizziness, numbness of upper extremities, paraesthesia hand, angina at rest, osteoarthritis, joint swelling, muscle weakness, tenderness muscle, pneumonia, constipation, fever and miscarriage in 2008. Previously administered products included for birth control: oral contraceptive nos from 2008 to 2011; for pain nos: tylenol; for an unreported indication: vicoden. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. Concurrent conditions included body mass index normal, uterine fibroids, infection nos, drug allergy, back pain, depression nos, arthritis, abdominal pain, frontal headache, anaemia from chronic blood loss, smoker (0.25 packs/day for 8 years cigarettes,) and alcohol use. Family history included seizures (maternal grandmother), hearing loss (mother), heart disease, unspecified (maternal grandmother, maternal cousin), blood pressure high (mother), high cholesterol (mother), diabetes (mother, maternal cousin), autism spectrum disorder (brother), bipolar disorder (brother), adhd (brother), cancer (maternal cousin) and rheumatoid arthritis (maternal cousin). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 11 months 18 days after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced menorrhagia ("persistent increased menstrual flow, abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("pain/stabbing pain in vagina/ constant severe vaginal pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy and left oophorectomy on (B)(6) 2016) and surgery (dnc). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vulvovaginal pain and dysfunctional uterine bleeding outcome was unknown and the dyspareunia had resolved. The pregnancy outcome was reported as stillbirth. The reporter considered abortion spontaneous, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory placement and tubal occlusion. Ultrasound pelvis - on (B)(6) 2016: uterine fibroids . On (B)(6) 2013, hysterosalpingogram showed linear densities seen within both adnexa consistent with tubal ligation devices. After the administration of contrast in the major cavity was normal. The fallopian tubes do not opacify and there was no spillage into the peritoneum. Total bilateral occlusion. Satisfactory placement and tubal occlusion. On (B)(6) 2016, pathology report showed the cervix (4.4 x 3 cm) is tan-pink with a rim of vaginal mucosa extending from 9 o'clock toward 12 o'clock. The 0.8 cm patent os leads into a 3 cm long endo cervical canal. The endometrial cavity (4.5 cm long x 3 cm at the fundus) has glistening tan-red endometrium that is 0.3 cm thick overlying a 2.3 cm thick tan-pink smooth myometrium. There is a single cyst within the myometrium that is 0.2 cm in greatest dimension (block 5). Embedded within each cornua at the insertion of the fallopian tubes are bilateral metal coils consistent with contraception; the left coil extends into 0.5 cm of the upper left endometrial cavity while the right coil is without gross communication to the endometrial cavity. Fibroids are absent. The right fallopian tube is pink-purple and unremarkable. The left fallopian tube is pink-purple with 2 paratubal cysts at the distal end, 0.8 and 1 cm in greatest dimensions. The separately received ovary has multiple semi translucent cystic bulging areas around the surface and otherwise tan-pink with normal indentations. Twenty-five percent of the cut surface is occupied by a smooth simple cyst filled with clear fluid and ranging in size from 0.7 cm. There are 2 places with hemorrhagic discoloration up to 0.5 cm. The remainder of the cut surface is unremarkable. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming vaginal haemorrhage), pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot number, historical drugs and conditions, concomitant drugs and conditions, new events vaginal haemorrhage, pregnancy with contraceptive device, device ineffective, dysmenorrhoea, dyspareunia, vulvovaginal pain and dysfunctional uterine bleeding( from mr) added. Outcome for the event dyspareunia added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, constant pelvic pain") and oophorectomy ("left oophorectomy") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2016, 1044 days after starting essure, the patient experienced oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("persistent increased menstrual flow"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, oophorectomy and menorrhagia outcome was unknown. The reporter considered pelvic pain, oophorectomy and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was satisfactory placement and tubal occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent contraception and experienced severe, constant pelvic pain amongst a non-serious event. Consumer underwent total abdominal hysterectomy with bilateral salpingectomy almost three years after insertion. An oophorectomy was also performed. Pelvic pain is anticipated whereas oophorectomy is unanticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. Regarding oophorectomy, considering the lack of details for a comprehensive causality assessment, causality with the suspect device cannot be assessed. This case is regarded as incident as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process..

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent contraception and experienced severe, constant pelvic pain amongst a non-serious event. Consumer underwent total abdominal hysterectomy with bilateral salpingectomy almost three years after insertion. An oophorectomy was also performed. Pelvic pain is anticipated whereas oophorectomy is unanticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. Regarding oophorectomy, considering the lack of details for a comprehensive causality assessment, causality with the suspect device cannot be assessed. This case is regarded as incident as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.